Event description:
The patient¿s attorney alleged a deficiency against the device. The product was used for therapeutic treatment in an open colposacropexy procedure. It was reported that after implant, the patient experienced stomach pain, radiating leg pain, infection, reduced bladder function, dyspareunia, and multiple adhesions on the bladder/bowel. Treatment required included partial removal of the mesh because of suspicion of infection one year after implant. Additional relevant treatment includes further surgical repair (2004), rimso treatment (2007), three separate bladder injections of botox (2008-2009), an anterior repair (2013) and a diagnostic laparoscopy where the adhesions were identified (2016).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient¿s attorney alleged a deficiency against the device. The product was used for therapeutic treatment. It was reported that after implant, the patient experienced stomach pain, radiating leg pain, infection, reduced bladder function, dyspareunia, and multiple adhesions on the bladder/bowel. Treatment required included partial removal of the mesh because of suspicion of infection one year after implant. Additional relevant treatment includes further surgical repair (2004), rimso treatment (2007), three separate bladder injections of botox (2008-2009), an anterior repair (2013) and a diagnostic laparoscopy where the adhesions were identified (2016).